Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "stop key does not function properly". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. Device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006". No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a "stop button on the pump head module (phm) keypad not functioning properly" was found and confirmed during product evaluation. The assignable cause was a faulty phm keypad. To fix the condition found during service, the phm keypad was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.